Event description:
Customer reports "catheter fracture" a few centimeters after the reverse tape, problem is noticed after infusion of medications and exit through the fracture site. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.